Manufacturer narrative:
As the device remains implanted, no further investigation can be performed. Evaluations codes investigation findings 213 refers to the product history review. A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
It was reported to gore that the patient underwent endovascular treatment for an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. Due to an anatomical issue, the planning called for a proximal landing at 1 cm from the lowest renal artery. During the procedure the physician decided to deploy the trunk of the gore® excluder® aaa endoprosthesis more proximal than originally planned, which resulted in a shorter distal landing zone. This caused a gap between the trunk and the previously extended iliac extender endoprosthesis. It was decided to close this gap by implanting a gore® viabahn® vbx balloon expandable endoprosthesis 2 cm inside the iliac extender endoprosthesis. After the device has been deployed and before its required overexpansion with a larger balloon, the endoprosthesis moved distally. This resulted in the right hypogastric artery coverage. It was stated that the procedure was completed without removing any devices. The coverage of the hypogastric artery did not cause any issues to the patient. The condition of the patient is good.